Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that two lt200 cartridge was received sterile and with no apparent damage. The cartridge was opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips (each cartridge) as intended. The clips were form as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. The analysis results confirmed that 14 lt200 cartridges were received sterile and with no apparent damage. Thirteen cartridges were opened and tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips (each cartridge) as intended. The clips were form as intended and conforming to our manufacturing requirements. The event described could not be confirmed as the device performed without any difficulties noted. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
During cv procedure, the lt200 clip didn¿t work properly. Also, some of the clip cartridge fell apart and clips were unable to load into the clamping device. There were no patient consequences.